Event description:
It was reported that pump displayed recurring malfunction alert code ¿malf 0¿ with fault ID 0-0x21d6, with at least three occurrences on same pump and no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump and continue using it while awaiting replacement, with plan to use alternate insulin method if needed.